Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, he was not sure whether the device ever came in contact with a metal object but reusable bipolar was used so it may be the case that the device grabbed the bipolar at some point and then later the tip of the active blade fell off - the tip was retrieved and will be returning with the product. As it was near the end of the case they did not open another device, they finished the procedure using bipolar and scissors. There were no adverse consequences for the patient.